Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed "on the tubing" of a small volume intermate. This was identified during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 10, 2019 - october 11, 2019. H10: one actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles, measuring 0.20 to 0.30 square mm. The particles were not in the fluid path due to being embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.